Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported the unit would not convert to fragmatome mode during a combined cataract/vitrectomy procedure. When attempting to change to the fragmatome, the priming process could not be completed. After 45 minutes of troubleshooting, the customer discovered the reason the fragmatome could not be primed was because they were not using the correct tubing. The combo pack that was used would not accommodate the fragmatome. The procedure was completed and the iol was implanted with no harm to the pt.